Event description:
Procedure: ligation and removal of graph on upper ext. Cut mode allegedly self-activated during connection to esu (user facility was unable to provide conmed es with generator info). Pt moved and received a 1cm laceration on the left forearm. The forearm laceration was repaired. Reported by medwatch: during the connection of the sterile electrosurgical pencil and the suction tubing to the respective equipment, the pt bucked and swung her arm towards the electrosurgical pencil. After being plugged into the esu device, it was noted that the electrosurgical pen was malfunctioning and the "cut function" was already activated. The electrosurgical pen was immediately disconnected and removed off the field. A one centimeter laceraction from the bovie was noted on the pt's left forearm which was repaired in the operating room by the surgeon who excised the damaged tissue, closed with the suture, and dressing. The pt, nursing supervisor, and nursing mgr was notified.

Manufacturer narrative:
Suspect device has not been returned to conmed electrosurgery at this time.